Event description:
A distributor reported patient's experienced adverse events following cataract extraction and intraocular lens (iol) implant surgery. Additional information received from the surgeon reported this patient experienced an exudative reaction; event resolved. This facility reported, they routinely reuse this single-use product on multiple patients until its contents are exhausted or until the end of the day. They reported after the initial use of the product, they soak in cannulas in alcohol for reuse on another day. This is the 24th of 36 reports being filed for this facility.

Manufacturer narrative:
The actual lot number used on the patient is unknown; two possible lot numbers were provided. For both lot numbers provided (07b14a and 07c26b) information in the batch record reviews indicated the product met release criteria. All results of chemical and microbiological tests were within specification. Review of stability results and batch record review (including rabbit testing) did not show any deviation. Reanalysis of the retention samples was completed and all results on the retain samples conformed to the specifications for the tested parameters (ph, osmo, lal). Alcon analyzed the returned unopened samples and both met specifications for the relevant testing (lal). Due to the limited amount of sample returned, ph, viscosity and osmolality were tested on retention samples only. Additional samples have been requested from the reporting facility. There have been no other complaints reported in these lot numbers except by this facility. The facility reported they are reusing the product and the cannulas. They reported after use they soak the cannulas in alcohol. Since alcohol will denature the hyaluronic acid (ha) based product this could cause an inflammatory response as well as the fact that the alcohol residual in the eye will cause an inflammatory response even at extremely low levels. It is noted that in addition to the facility re-using single use cannulas, they also re-use the syringe on multiple patents until its contents are exhausted or until the end of the day. This facility has refused a site visit from alcon at this time. This report was mailed to FDA on: 12/17/2008.